Event description:
It was reported that a patient had a revision surgery due to non-union of fracture. It was reported that patient was non-compliant with post-operative instructions. Xrays showed non-union. Two screws removed, plate inserted. No surgical delay. No fragments in patient. The procedure was completed successfully. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.